Manufacturer narrative:
On 6/26/2019, mentor received information indicating the device was explanted on (B)(6) 2019and not (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/15/2019, mentor received additional information that during the device removal procedure, both implants were found to be intact. The patient underwent bilateral removal and replacement with mentor memorygel breast implants 375cc, catalog number 3503751bc, serial numbers (B)(6) on the right side and (B)(6) on the left side on (B)(6) 2019. On 7/16/2019, the mentor failure analysis lab received the device for evaluation. On 7/24/2019, the product investigation was completed device evaluation summary: during analysis of the sample some creases were observed in the anterior and posterior view, also and area of shell abrasion was found within crease in the posterior side. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. The crease/fold are consistent to continuous and sustained stresses to the device such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7/30/2019, the product investigation summary was updated to the following: during analysis of the sample some creases were observed in the anterior and posterior view, also and area of shell abrasion was found within crease in the posterior side. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female underwent a primary breast augmentation with mentor memorygel breast implants 375cc and experienced bilateral rupture post-operational. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the left side.